Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 08.501.001.01s, lot: l179442, manufacturing site: bettlach, supplier: (B)(4), release to warehouse date: december 07, 2016, expiry date: november 01, 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Complained issue (functional issue) could not be replicated and/or confirmed based on the available information (incl. Pictures and/or x-rays). Two (2) sternal zipfixs were returned for evaluation. They could not be tightened during surgery. Parts were forwarded to the responsible product development center for evaluation with the following outcome: visual and functional test: the two returned implants are confirmed to not tighten/lock appropriately. Excessive wear especially on the toothed surface of the locking heads are an indicator for angled and therefore inappropriate insertion of the cable tie into its locking head. Because the complaint contains only damaged parts, the complaint could not be replicated to check if the implant locks properly in undamaged state. Summary of the product development evaluation: after a visual and a functional inspection, the complaint condition could not be replicated because the complaint contained no undamaged parts to verify this. However, there were clear signs of wear on the returned parts, which indicate potential misuse. After a full drawing review, no design defects were detected. No further actions are required, as the complaint cannot be replicated, and no design defects were detected. The review of the device history record revealed that these sternal zipfixs were manufactured according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure occurred on (B)(6) 2020.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date during a unknown operation the two zipfixes could not be tightened. Steel wire was used to complete the operation. There were no adverse consequences to the patient. No additional information could be provided. This report is for one (1) sternal zipfix with needle sterile. This is report 2 of 2 for (B)(4).